Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image confirmed the customer's alleged complaint. The instrument has a piece of detached blade. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon found the harmonic ace instrument head broken. The customer used a spare instrument to continue with the procedure. Fragments were reported to fall inside the patient and removed. The procedure was completed.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken blade. The blade broke at roughly 0.552¿ from the base and the broken piece was not returned. Components adjacent to the broken blade do not show damage. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
Refer to h10/h11 for follow-up information.